Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure, hernia repair, and linx device implantation occurred without issue on (B)(6) 2016. Uneventful device explant due to pain on (B)(6) 2016. Device found in correct position/geometry.